Event description:
The patient was implanted on (b)(6) 2026 and reported everything was healing nicely. On (b)(6) 2026, the patient had their staples removed. However, two of the staples were embedded and were pulled out. The patient went to urgent care on (b)(6) 2026, an infection was present (cultures came back non-significant for any bacteria), and antibiotics were prescribed. On (b)(6) 2026, the patient was seen and noted the site was sore and "oozy."On (b)(6) 2026, the patient began to experience pain and erosion and went to the Emergency Room. In the Emergency Room, cultures were obtained (results are not available), the patient received a shot of antibiotics in their hip, another oral antibiotic was prescribed, and gauze and tape were placed over the wound. As of (b)(6) 2026, the patient has been seeing their doctor each week, they are healing, and feeling good. Additionally, therapy was turned on and the patient will have their neurostimulator on the right replaced. However, a date has not yet been scheduled. No further information is available at this time.

Manufacturer narrative:
The Other Adverse Events Issues Questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. However, non-compliance to the IFU was identified as the surgical site was closed using staples. Per the Freedom Peripheral Nerve Stimulator System Implantation of Neurostimulator Instructions for Use, 05-20200 Rev. 8, "Close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer. Apply dressings as needed." A Curonix Representative conducted a review of sterilization and packaging records for the respective product lot; Curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.The stimulator is used to treat pain. The cause of the reported issue is due to Non-Compliance to the IFU as the surgical site was closed using staples (User Error-Clinician).Rates reviewed at the most recent Complaint Trending meeting do not indicate a significant increase in Other Adverse Events Issues. Other Adverse Events Issue rates remain acceptably low; thus, a CAPA is not required at this time. Other Adverse Events Issue rates will continue to be tracked and trended.